Event description:
Physician reported that the patient showed high lead impedance on a system diagnostics test. Physician was present in the operating room during the implant surgery and the diagnostics done during that time showed everything normal. Follow up with the physician revealed that the patient showed normal diagnostics within the first week since implant. No patient manipulation or trauma was reported. During the next visit within a week, patient system diagnostics showed high lead impedance. It was suggested to the physician to turn the device off and take x-rays. Further information from the physician's nurse revealed that during the review of x-rays, the noticed that the lead pin had come out and was possibly causing the high lead impedance. Physician was not sure if the surgeon tightened the set screw during the initial implant, but the patient plans to go into surgery again and have the pin inserted and tightened properly. X-rays were not available for manufacturer review. Patient went through the surgery again on (B) (6) 2009, and the pain was re-inserted. Diagnostics test gave normal results with the same generator. However, the surgeon decided to replace the generator and implant a new generator. Good faith attempts to obtain the explanted generator back to manufacturer for product analysis have been unsuccessful.